Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user was attempting to do a nebulizer treatment and the unit did not have enough pressure to perform the treatment.